Event description:
The account generated false reactive prism hiv o plus results on multiple samples (red top, blue top, pink top) from the same patient. The samples tested prism hiv o plus reactive but architect hiv ag/ab combo negative. No confirmatory testing was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation: evaluation in process. A follow-up report will be submitted when the evaluation is completed.